Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The lens was inserted in the patient's left eye and removed, zonular dehiscence with secondary vitreous prolapse loss due to an anterior capsular instability for sulcus iol. A vitrectomy was performed. Lens dislocation subluxation. Enlargement of incision. An anterior chamber iol was implanted. A corneal incision was required. The reporter stated cause of adverse event was due to zonular dehiscence and the device did not cause or contribute to this event. Pre-op va 20/4000 ucva. Target refraction- plano, post-op va 20/150 ucva. Patient current condition as of last visit on (B)(6) 2013, va 20/150, anterior chamber routine recovery. Corneal edema improving. The facility discarded the lens.

Manufacturer narrative:
(B)(4). Eval method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusion: (no device failure): the product pertaining to this event was discarded by the facility. Based on the complaint history and work order search, it was been determined that the root cause of this event was due to a pt condition and the device did not cause or contribute to this event. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: os: reportedly intraoperative complications (zonular dehiscence, instability of anterior chamber, vitreous loss) prevented a surgeon to implant iol (silicone three-piece) in the sulcus. A vitrectomy was performed and an anterior chamber lens was successfully implanted. The patient was recovering and the bcva was 20/150. Reporter stated, the event was not caused or contributed by a device and the most likely cause was zonular dehiscence. It should be noted that patient has a history of acute closure glaucoma. Given the information about patient related factor (ocular history) combined with procedure related factor (intraoperative complications) the patient was not good candidate for this lens. Dfu instructs physicians to weigh potential risk/benefit ratio for implantation in: "warnings 14. Patients in whom neither the posterior capsule nor zonules are intact enough to provide support." Conclusions: based on the complaint history, lens work order search and medical review, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).

Event description:
.